Event description:
It was reported that a nurse approximately (B)(6) threw out her back using the brake/steer pedal. It was reported that the nurse was off from work for a few days. Further treatment information was not provided.

Manufacturer narrative:
In response to this alleged event the stryker account manager and stryker field service representative visited the account. The account could not identify the exact stretcher that this event is related to. It was identified that none of the stretchers at this account have ever received service or preventative maintenance of any kind. The device could not be identified.

Event description:
It was reported that a nurse approximately 50+ yrs of age threw out her back using the brake/steer pedal. It was reported that the nurse was off from work for a few days. Further treatment information was not provided.